Manufacturer narrative:
(B)(4). Lifter. The analysis results showed that one device was returned in good visual condition. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon could not put any staples because the stapler did not have any staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.